Event description:
It was reported that the patient presented in the ER 3 weeks after implant. Rv lead perforation and left hemothorax were confirmed. The blood was evacuated and the lead repositioned. Later the lead was extracted and replaced. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.